Manufacturer narrative:
(B)(4). Therapy dates - the exact occurrence date is unknown; however, the reporter stated that the event occurred sometime in the two weeks prior to the report. The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The extension set was attached to a primary set and solution bag and checked for flow. The set was found to flow normally with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced blood loss during use of a one-link standard bore extension set. This occurred during infusion with an unknown primary set. When the nurse was switching out the one-link for an unrelated issue, blood leaked from the extension set. There was no patient injury or medical intervention associated with this event. No additional information is available.